Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available, please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced increased blood glucose (bg) levels after wearing the pod for an unspecified duration. Specific bg values were not provided. The patient reported being admitted to the hospital on (B)(6) 2026, where she was diagnosed with diabetic ketoacidosis and treated with intravenous insulin. Reported symptoms included vomiting. Additionally, the patient reported communication issues between the pod and the continuous glucose monitor (cgm) in use at the time (model not specified). The patient noted that bg measurements from the cgm were missing and their bg was "higher than it was supposed to be" on fingerstick. The patient was discharged from the hospital on (B)(6) 2026.